Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2013; inratio inr 1.8, 1.1 and 2.1. The time between each test was 5 minutes. Reportedly, the finger was "milked" after the finger stick and it took longer than 15 seconds to apply the sample. In addition, the finger was touched to the sample well. Therapeutic range was reported as 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.